Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited no signal in primary vector and noise and out of range impedance in secondary vector. An impedance measurement was not produced during testing. A boston scientific technical services consultant discussed and offered explanations for the reported clinical observations. The consultant recommended performing a lateral x-ray to review the connection of the electrode into the device. The system was subsequently explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited no signal in primary vector and noise and out of range impedance in secondary vector. An impedance measurement was not produced during testing. A boston scientific technical services consultant discussed and offered explanations for the reported clinical observations. The consultant recommended performing a lateral x-ray to review the connection of the electrode into the device. The system was subsequently explanted. No additional adverse patient effects were reported. It was reported that the out of range impedance measurements was less than 30 ohms. An x-ray confirmed the electrode had dislodged which resulted in oversensing of noise and an inappropriate shock. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.